Event description:
The following was reported to hamilton medical ag: (B)(6) 2023, 8:40 the patient was a postoperative patient with respiratory failure, and could not breathe autonomously. The auxiliary machine was used for ventilation. After the ventilator was connected, it was found that the actual respiratory parameters were less than the actual setting parameters (tidal volume). No patient harm occurred.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).